Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported conditions were not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The devices were activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incidents could not be duplicated. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the second sealing during the total abdominal hysterectomy, the jaws no longer opened (half open), and when looking closely, it was found that the knife stopped halfway. The jaws were opened and closed several times, but it didn't return to normal state. A new product was opened to solve the problem. There was nothing adhered to the jaws like tissues or coagulated blood which obstructed the opening and closing of the jaws. It was pointed out that the timing of the jaws¿ opening and the timing of the knife¿s running did not match. There was no patient harm.